Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's doctor terminated her care. All he would do was take her pump out. The patient needed to find another doctor who would put a pump in and move the wires. She had it for pain in her mid-back. The patient got scared and had the medicine taken out. There was no medicine in the pump. The patient needed the pump for the lower back and legs. The patient didn't know what drug was in the pump at time the new areas of pain started. No further complications were reported.